Event description:
A female patient in her "(B)(6)" underwent a partial corpectomy on (B)(6) 2013 during which an x-core2 vbr and non-nuvasive lateral screw construct were implanted. The affected level is thoracic, but the exact level is unknown. During a 2-week follow-up visit on (B)(6) 2013, radiographs depicted the x-core2 vbr implant had reduced in height approximately 1cm. The vertebral body end plates appear to be in tact and no implant subsidence is visible. Serial radiographs were evaluated by nuvasive to confirm the initial report as well as to determine the degree of collapse. Patient's post-operative activity level is unknown. Revision surgery to replace the vbr implant is pending the surgeon's decision to put in bilateral pedicle screws or to remove the x-core2 vbr cage altogether.

Manufacturer narrative:
(B)(4). The affected product has not been explanted. Root cause of the reported event is unknown at this time. The surgeon stated that the planned to brace the patient after the case, but the patient's adherence to post-operative care instructions is unknown. The locking set screw torque-limiting screwdriver used in the surgery was retrieved from the instrument set and tested in-house for adherence to specifications. The driver passed the in-house torque testing. Revision surgery is not reported to have occurred at this time. Should secondary surgery occur and the device be returned for evaluation, any relevant findings will be reported.